Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the endoscope controller (ec). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the clinical sales representative (csr) reported that staff contacted him about receiving a preventive maintenance (pm) recommended error 48204 - endoscopic controller power distribution (ecpd). Onsite logs indicated error 48204, showing that the light engine was operating below 10%. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that replacing the endoscope controller (ec) would be necessary to resolve the issue. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope controller (ec) for failure analysis investigation. The ec was analyzed, and the reported problem was confirmed but not replicated. Visual inspection revealed no anomalies related to the complaint. The system logs, however, documented error 48204, indicating a light engine sensor self-test failure, thereby confirming the fault occurred in the field. When installed and tested in a golden system, the unit performed as expected, and error 48204 was not reproduced. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to an intermittent sensor fault within the light engine. The fse replaced the ec according to the system error logs pointing to this system component.

Event description:
Refer to h11 for follow-up information.